Event description:
Breast augmentation 1979. Started developing cervical and lumbar back pain, rashes, headaches and musculoskeletal disorders. Neurologist feels some of her pathology may be secondary to silicone implants. An MRI 1 yr ago showed left ruptured implant. Implants subglandularly placed. Pt stated they were 220cc in size at the time of explantation - left implant was indeed ruptured. Right implant intact but with some bleeding. Both implants were submuscular and larger than the stated 220cc size.